Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time was not an issue. The physician stated the event was related to the device and to the procedure. It was reported that another manufacturers closure device failed in left groin even after adding a 3rd closure device to the anterior due to inadequate hemostasis from original 2 closure devices deployed via the pre-close technique. The physician had to cut down and perform patch endarterectomy to repair left femoral. The physician stated he believes failure of pre-close to be mainly related to the abbott pre-close device but also believes the multiple sheath exchanges and device exchange might have led to this as well. A 12fr sheath placed initially on left (contra lateral side) and removed to deliver contra limb (16fr od) bare and contra limb delivery system removed and replaced with 14fr sheath. Patient lost 300ml of blood and will require a prolonged hospital stay as a result. The physician elected to perform a left femoral surgical cut down and patch. The artery was closed. No clinical sequelae were reported and the patient is fine.